Manufacturer narrative:
(B)(4). Concomitant medical products: versa-dial glenosphere standard 41 mm [catalog 115320; lot 413710], glenoid baseplate [catalog 115330; lot 780260], fixed non-locking screw [catalog 180508; lot 852570], arcomxl standard humeral bearing 44 ¿ 41 mm [catalog xl-115366; lot 125320], central screw [catalog 115382; lot 447900], fixed non-locking screw [catalog 180508; lot 852600], fixed locking screw [catalog 180501; lot 447970], versa-dial taper adaptor [catalog 118001; lot 221410], comprehensive humeral stem ¿ mini 14 mm [catalog 113634; lot 204480], fixed locking screw [catalog 180504; lot 448000]. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that patient underwent initial left reverse shoulder arthroplasty procedure. Subsequently, the patient underwent revision surgery due to the humeral tray had fractured and had separated. It was also reported that during the revision, metal shavings were seen in the patient. No further information is available at this time.

Event description:
No further information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No device was returned for review, however it is known this product/lot code combination has been previously recalled from the market under z-1103-2017. Operative notes confirm the report. DHR was reviewed and no discrepancies were found. Root cause is attributed to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.